Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results on the subject meter. No results were provided by the reporter. This complaint is being reported because, the unknown results may not meet lifescan's precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.